Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how the "stapler line was notified to be opened after firing"? What was the staple formation (b-formation, unformed, malformed)? Was the staple line incomplete (missing staples)? How was the procedure completed? Response provided: cartridge was fired, the device cut the tissue but didn't staple it. Staple line was reopened. A better dissection was performed and firing was done with another device. Surgery was completed with the second device.

Event description:
It was reported that during an unknown procedure, cartridge was fired on rectum, but the stapler line was notified to be opened after firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5732a. The analysis results showed that the cs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.